Manufacturer narrative:
(B)(4). Duckbill out of position the device was received with the duckbill out of position. No damage on the duckbill was noted. The sleeve and cap were noted in good condition. Although it was not possible to determine what may cause the found condition of the duckbill, a potential cause may be the snagging of an instrument during insertion. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while attempting to stick the ray-tech into the device the black seal fell off into the patient. It was retrieved. A new trocar was used to complete the procedure. There was no patient impact.